Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and eleven months following the implant of the transcatheter bioprosthetic valve, valvular dysfunction, and prosthetic valve stenosis was reported.

Event description:
Additional information was received that following the valve implant, trivial regurgitation was observed and no treatment was reported. Following the valve implant, the valvular dysfunction was aortic stenosis and a non-medtronic valve (sapien 3) was implanted val ve-in-valve. The valve gradient before the valve-in-valve was 49 millimeters of mercury (mmhg) and after the gradient was 7 mmhg.

Manufacturer narrative:
Updated data: b1 b5 b7 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. However, images support that the patient had a previously implanted medtronic transcatheter valve. There is evidence of coronary protection of the left coronary artery identified by a percutaneous coronary intervention guidewire and a stent on standby in the coronary. A pre-implant balloon dilation was performed. A non-medtronic transcatheter aortic valve was subsequently implanted and final angiogram reveals adequate coronary flow. The failing mechanism of the medtronic valve was stenosis. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and eleven months following the implant of the transcatheter bioprosthetic valve, valvular dysfunction, and prosthetic valve stenosis was reported. Additional information was received that following the valve implant, trivial regurgitation was observed and no treatment was reported. Following the valve implant, the valvular dysfunction was aortic stenosis and a non-medtronic valve (sapien 3) was implanted val ve-in-valve. The valve gradient before the valve-in-valve was 49 millimeters of mercury (mmhg) and after the gradient was 7 mmhg. Additional information was received that the regurgitation observed was trivial mitral regurgitation and moderate tricuspid regurgitation.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.